Event description:
Reported event: it was observed that the packaging of the stapler was broken; it was not sterile anymore.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product visistat 35w 6/box lot# 73k2200275 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). The customer provided three photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. The customer also returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected. An opening was also observed in the top left corner of the tray. The sterile barrier of the returned sample is compromised due to the packaging damage. A device history record review was performed and no relevant findings were identified. The reported complaint was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. A CAPA has been previously opened to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported event: it was observed that the packaging of the stapler was broken; it was not sterile anymore.